Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the high voltage impedance was lower then expected. All other measurements were within range. A defibrillation test (dft) was complete and the high voltage therapy could not be delivered at a low therapy range. The dft was repeated and the issue resolved. The patient was enrolled in remote monitoring and is stable.